Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to metal allergies. Patient persisting allergic reaction with pain and swelling. Patient further reports possible allergy to polishing compound used during the revision procedure. A second revision has not been reported at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device remains implanted.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to metal allergies. Patient alleges on-going allergic reaction with pain and swelling present. Patient further reports possible allergy to polishing compound used on components for the revision procedure. A second revision has not been reported at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative reports indicate the patient's procedure on (B)(6) 2014 was a total knee arthroplasty utilizing competitor product.